Manufacturer narrative:
Cylinders: model- 72404013, lot sn- (B)(4), mfg date- 05/18/2017, exp date- 05/18/2022, gtin- (B)(4). Reservoir: model- 72404161, lot sn- (B)(4), mfg date- 05/18/2017, exp date- 05/18/2022, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to a dimpled pump and reservoir puncture the patient had his inflatable penile prosthesis (ipp) reservoir and pump removed and replaced. The ipp components were explanted and new components consisting of a pump and reservoir were implanted. It was further reported that the patient tried pumping, but the pump stayed flat. There was no specific caused as to why this occurred and the puncture was identified when the physician removed the device. The puncture occurred during the use of the device. This puncture caused a lack of saline in the device leading to the malfunction.

Manufacturer narrative:
An allegation of a dimpled pump was reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The ms pump was also functionally tested and found to fail the deactivation test. A device malfunction was therefore confirmed. An allegation of a reservoir puncture was reported. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir returned cut at the distal end of the reservoir adapter with tool marks present. The tool damage is considered a secondary failure as the damage occurred during the explant procedure. The allegation of a reservoir puncture could not be confirmed. Correction to h2, h3, and h6: updated to include device analysis. Cylinders: model- 72404013; lot sn- (B)(6); mfg date- 05/18/2017; exp date- 05/18/2022; gtin- (B)(4). Reservoir: model- 72404161; lot sn- (B)(6); mfg date- 05/18/2017; exp date- 05/18/2022; gtin- (b(4).

Event description:
It was reported that due to a dimpled pump and reservoir puncture the patient had his inflatable penile prosthesis (ipp) reservoir and pump removed and replaced. The ipp components were explanted and new components consisting of a pump and reservoir were implanted. It was further reported that the patient tried pumping, but the pump stayed flat. There was no specific caused as to why this occurred and the puncture was identified when the physician removed the device. The puncture occurred during the use of the device. This puncture caused a lack of saline in the device leading to the malfunction.